Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They reported that the cause of the sensations was like a needle shocking them. Actions taken to resolve the issue were that their hcp changed the program 1.0 and they did not feel anything. It was wonderful. They did not know which program, but they were now at 1.8. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she is hurting a little down there. Pt said it feels weird. It is like they operated down there. Patient said last night she couldn't get comfortable when she slept and every hour she was getting up just to get. Patient said when she was trying to sit on the stool it was uncomfortable comfortable. Patient decreased to 0.5v on the call and reports that she is comfortable. Patient also reported that said that every time she turns on the device it seems like the setting changed. Patient thought it was at 1.6 volts, and when she checked it was 0.7volts. No further complications were reported or anticipated.